Manufacturer narrative:
(B)(4). Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reports that during re-intubation the nurse noticed that the marks on the breathing tube were erased and not visible. The procedure time was extended and lead to a bradycardia to the child. The device is still on the patient and any type of intervention was not reported. The patient was a new born baby boy - (B)(6).